Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient underwent surgical intervention due to high impedance. During the procedure the patients extension was explanted and replaced resolving the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead extension found multiple broken wires in the header. The fractures are consistent with an overstress condition or sudden event the extension was subjected to while still in vivo.